Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken molded insulator be related to the customer reported complaint. The instrument was found to have a broken molded insulator at the distal tip. The broken piece, measuring approximately 0.029" x 0.035" in size was not returned with the instrument. As a result of the break, one of the grip tips is dislodged, but is still attached to the instrument through the conductor wire. Root cause of this failure is attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the force bipolar instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the jaw on the front of the pliers was torn out of a force bipolar instrument. Another instrument was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, no damage was identified. The issue occurred during tissue preparation. Nothing was loose, the jaw part was bent and was only hanging on a black cable. There was no procedure delay.